Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services in late-(B)(6) 2018. The patient was presented back to the electrophysiology (ep) laboratory for explant of this chronic subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The patient developed an infection that started at the tip of the electrode and traveled down the electrode to the device pocket. The patient is currently on intravenous antibiotics. There were no patient adverse effects reported following the system explant.